Event description:
Philips received a complaint on the heartstart mrx device indicating that the device displays a "charge/shock failure" error message.

Manufacturer narrative:
Based on the available information, the fse visited the customer, assessed the device, and determined that the equipment end of life (eol) is no longer usable. A letter of obsolescence was sent to the customer, as the device cannot be repaired due to the unavailability of spare parts. The device remains at the customer site and no further evaluation is warranted at this time.